Manufacturer narrative:
The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units during the load process. The customer had been using a non-tandem syringe to fill the cartridge. There was no pt involvement as the customer was not using the pump to deliver insulin.